Event description:
Reportedly, the remote monitoring detected that the ICD is in eri with a battery voltage of 2.61v being implanted on (B)(6) 2023. The previous transmissions are reviewed and a sudden drop in battery voltage is observed between the months of (B)(6) 2024, although between (B)(6) 2024 it seems that the voltage is already beginning to drop.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Correction of d4/UDI please refer to the attached report - analysis of the available patient files dated (B)(6) 2024 revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD didn¿t reveal over-consumption. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, the remote monitoring detected that the ICD is in eri with a battery voltage of 2.61v being implanted on (B)(6) 2023. The previous transmissions are reviewed and a sudden drop in battery voltage is observed between the months of (B)(6) 2024, although between (B)(6) 2023 and (B)(6) 2024 it seems that the voltage is already beginning to drop.

Manufacturer narrative:
The available patient files dated on (B)(6) 2024 revealed: oan abnormal battery depletion ono overconsumption. The expertise of the returned ICD didn't reveal over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, the remote monitoring detected that the ICD is in eri with a battery voltage of 2.61v being implanted on (B)(6) 2023. The previous transmissions are reviewed and a sudden drop in battery voltage is observed between the months on (B)(6) 2024, although between on (B)(6) 2023 and on (B)(6) 2024 it seems that the voltage is already beginning to drop.